Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, twelve months after a robotically-navigated tka surgery performed with a journey ii cr system, the patient experienced gross instability. Patient was wearing a brace for six months. Pre-revision x-ray image shows the knee is misaligned. A revision surgery was performed around on (B)(6) 2022 to explant the whole system. The femur is worn out and the insert is severely eroded. Patient's current health status is ignored.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the erosion was confirmed. The clinical/medical investigation concluded that, based on the imaging provided, the root cause of the reported event could not be definitively concluded; however, component loosening and/or a disassociated insert could not be ruled out as contributing factors, 3rd body wear, laxity in the knee are also options to the reported events as there was apparent undesired metallic wear on the femoral component, severe deformation of the insert which is seen with insert disassociation, and subsequent metal on metal articulation. The severity of the component deformation and metallic debris is likely directedly related to the length of time between the onset of gross instability and revision (reportedly 6 months). It is unknown if the patient sought medical intervention at symptom onset. The assessed patient impact was the gross instability, use of brace for 6 months, failed knee construct with adjacent metallic debris which was possibly due to a delay in medical/surgical intervention, and the subsequent revision with an anticipated post-operative recovery phase. No further patient impact or medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, surgical technique used, user/procedural variance, joint tightness or lifetime of device. The contribution of the device to the reported incident could be corroborated as the device was eroded and it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.